Event description:
It was reported that during the esophagogastrostomy procedure they were using device and were doing the anastomosis to the stomach through the incision in the neck. They used the stapler with a blue reload and they fired it and the stapler did not cut nor lay down any staples, but it completed the firing cycle indicating firing complete. When they opened the jaws they noticed there weren't any staples and didn't cut. They were stapling the stomach to the esophagus. Another device was used ech60c with a blue reload to completed the complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Batch # 871a33. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with an unfired gst60b reload loaded on the device. The returned device and reload were tested for functionality. The device was unable to articulate or fire, though the motor ran as if it were. The device was disassembled and it was found that the crossover gear was out of position due to a partially-engaged bailout system. It is unknow how the bailout system became partially engaged. A review of the device transection log indicates that the gear was in the correct position during manufacturing testing but not during clinical use. Although no conclusion could be reach on the root cause of the reported event, the instructions for use do contain the following cautions: "do not practice operating the manual override lever; the override lever should only be used when required." As well as "after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings.... Discard the instrument." As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 871a33, and no non-conformances related to the reported complaint condition were identified.